Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter, with only 144cm of the device returned. There was blood in the inflation lumen (shaft). The hub, hypotube, port/exit notch, inner/outer shaft were microscopically and tactile inspected. Inspection revealed the inner shaft was separated 144cm from the proximal end of the hub and the outer shaft was separated 142cm from the proximal end of the hub, and the tip, markerbands, and balloon missing. The damage to the returned portion of catheter was consistent with excessive tensile force applied to the catheter, with the distal edge of the outer shaft damaged (stretched). Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01-aug-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified coronary artery. A 2.75mm x 8mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detachment.